Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user a (B)(4) (third party service company) representative. "[Name removed] called and was doing spi on unit and when he attempted to trigger alarms the unit give visual indicator, but audible alarm does not sound. No pt involvement. Bias flowmeter knob was also broken off of this unit."

Manufacturer narrative:
(B)(4) (third party service company) did not submit a user facility/importer report to the manufacturer. Events were derived based on info provided by (B)(4) (third party service company). (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion failure analysis lab tech. The alleged faulty unit was returned to the carefusion failure analysis lab with 44,219 hours. The carefusion failure analysis lab rep evaluated the device, verified the complaint and identified that the alarm speaker assembly was disconnected from the main wiring harness. However, the failure analysis lab rep was not able to determine how the wiring harness became disconnected from the alarm speaker assembly. However it is possible that the alarm speaker assembly was not correctly reconnected after servicing by third party service company. The carefusion failure analysis rep reconnected the alarm speaker assembly and verified the function of the alarm. Since this is a carefusion owned rental device, a replacement was not sent to (B)(4) (third party service company). Due to device age and number of hours. Carefusion opted to remove the device from service and scraped it. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus at present carefusion considers this to be an isolated incident.